Event description:
It was reported that the customer was taken to the hospital due to dka. Troubleshooting indicated the device was functioning properly. The customer's family member stated that pt was having problems with the cannula coming out of the site and it may be a problem with the tape. Recommended trying an infusion set from a different lot number and call back if problem persists.